Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. In addition, the customer experienced an elevated blood glucose (bg) level of 260, which was addressed with a bolus delivery. Reportedly, the customer's high bg level was due to not delivering enough insulin after recently eating. Reportedly, the customer had manual injections available as alternate insulin therapy.